Event description:
The customer reported a fluid leak inside the coulter coulter lh 500 hematology analyzer instrument. The fluids associated with this leak are 5c control and retic c control. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place and the leak clean up was completed following the biohazard spill protocol.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) found a leak at the tubing through pv49. Pv 49 controls the dispensing and priming of the backwash pump. Blood, controls, clenz or diluent can be present at tubing through pv49 of the instrument. The fse replaced the tubing and verified the repairs per established procedures. The cause of the leak is attributed to the tubing through pv49. (B)(4).